Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor code prompt was received during warmup. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor code prompt during warmup is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.